Event description:
The customer reported approximately two milliliters of fluid leaked from the front of the instrument and onto the counter involving the coulter act series analyzer. The customer opened the front of the instrument and noted the baths appeared to have overflowed. The operator was wearing protective gloves and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patience consequence associated with this event. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed the bath overflow. The fse replaced pinch valves vl14 and vl15 to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).